Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02970. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, where as both leads were explanted and replaced not just one lead as previously reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02970. It was reported after the procedure to elective replace the ipg the rep checked the impedances and found that one of the leads had high impedances across all lead contacts. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. It is unknown which lead was explanted, therefore we are reporting on all suspected devices.